Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and display device were unable to restore the connection. The reported event of loss of connection is reportable based on the finding of the transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-054529 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Verbiage: subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.